Manufacturer narrative:
It was reported that intervention was performed on (B)(6) 2020, no additional clinical sequalae were reported and the patient will be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. During the index procedure the etbf2516c145ej and etlw1624c124ej were implanted on the right ipsilateral side. A etlw1620c124ej limb was implanted on the left contralateral side. They were implanted to the internal and external branch of both common iliac arteries. It was reported that the diameter of the aneurysm was decreasing at the follow-up examination during the first year after the procedure, but began to increase at follow-up examination in the second year after the procedure. It was reported when the patient returned for follow-up two years later, it was confirmed via CT angiography that migration of the left limb had occurred along with a type ib endoleak. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.